Manufacturer narrative:
Welch allyn technical support was able to troubleshoot with the customer and confirmed the cisco switch failure. Potential root causes include power failure in a network component, failure due to age or heat, and faulty or loose cable connection. A new switch was sent to the customer and there have been no more reported issues. No further investigation will be conducted.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported their monitors were not connecting to acuity. The issue was identified to be a cisco 3560 switch that was down, causing acuity and the monitors to not be able to communicate to each other, which results in a temporary loss of centralized patient monitoring. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.